Event description:
Two blood culture bottles have the same bar-coded number. These two bottles belong to the same lot and have an expiration date 09/19/98. User became aware of situation when the blood culture machine indicated a warning concerning the same bar code for two different pts.